Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that five days after implant, the patient experienced pneumothorax. The patient's hospitalization for implant was prolonged, the patient was treated with antibiotics, and a drainage was applied. The event was classified by the study investigator as procedure related. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.